Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-07. It was reported that no further troubleshooting or diagnostics were reported. After the pump was removed on (B)(6) 2017, the pain, seroma, and infection were resolved.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient's implanted infusion pump containing morphine (10mg/ml at minimum rate). The indications for use included non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient was experiencing pain in the pump pocket beginning on (B)(6) 2016. Implant depth concerns were reported. The pump was to be replaced on (B)(6) 2017 for longevity, so the hcp decided to implant the new pump in a new location to resolve the pocket pain issue. During the pump replacement surgery, a seroma was found at the pump pocket. The fluid in the pump pocket looked colored, smelled bad, and looked like pus. A sample was sent to pathology for culture, and the patient was given oral antibiotics. The entire pump system was explanted with no additional interventions planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.